Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad trace. No button error alarm. The device also had cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.